Event description:
The customer reported their unicel dxc800p synchron chemistry analyzer generated erroneous low results for three cartridge chemistries (cc) results on five different patients. The erroneous results were not reported out of the laboratory; hence patient treatment was not impacted by this event. The samples were repeated on an alternate unit and higher results were obtained. The samples were serum and were less than one day prior to testing. No additional sample information, such as centrifugation, storage condition, type of container the samples were collected in, were provided. Per customer, the quality control (qc) had been within specifications before the incident, and qc data from proservice appeared within specification. Customer technical support (cts) advised the customer to flush the cc sample probe with 10% wash concentrate and followed by distilled water. After flushing the probe, customer recalibrated and ran qc which was within specification. The unit is currently performing within qc specifications with respect to controls (accuracy and reproducibility (precision).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Service was not dispatched for the event and the customer did not call back to report any reoccurrences. The cause of the event is unknown; however, flushing the probe resolved the issue, which indicates that the sample probe may have been partially clogged.